Manufacturer narrative:
(Intervention required).

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. Vessels were non-tortuous and non-calcified. It was reported that upon the final angiogram, a type iii endoleak (fabric tear) was observed in the proximal portion of the iliac stent graft. The iliac limbs were not crossed during the procedure. The physician elected to place another aneurx limb inside of the stent graft, which successfully resolved the type iii endoleak. It was reported that there was still a slight type IV endoleak; however, the physician believed that the type IV would resolve within a few days post-implantation. A follow-up is not scheduled until 3 months post-implantation. No additional clinical sequelae were reported, and the patient is fine.